Event description:
During scheduled follow-up of this ICD performed on (B)(6) 2012, the physician observed a message displayed by the programmer: "the device is 50% in aai and 50% in ddd mode" (the ICD was programmed in safer mode (pseudo-aai)). Since no v pacing and no switch from aai to ddd mode was shown in statistics, he asked for an explanation of this phenomenon: according to him, ddd switch in safer mode should lead to more v pacing in statistics.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.